Event description:
(B)(4). Pain that never went away, constant headaches, rashes, hives, joint pain, pelvic pain, abdominal pain, fatigue, depression, hair loss, heavy periods, pain during ovulation, metallic taste in mouth, tooth breakage, back pain, bloating, dizzy spells, nausea.

Event description:
#Medwatcher #followup 1 #FDA mw5061052 #(B)(4). I have since had a bilateral salpingectomy to remove the essure device. Will be updating more as the healing process progresses.

Event description:
(B)(4). I have since had a bilateral salpingectomy and already notice a difference! However, there are still some lingering effects. I still have back pain and the metallic taste in my mouth but the itching skin and scalp are gone, migraines gone. Noticing more and more every day that are either gone or lessening. This device is not worth the pain!